Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient began feeling unwell and went to bed. Subsequently, the patient experienced dizziness, nausea, severe diarrhea, and vomiting. Due to the severity of symptoms, the patient¿s wife called emergency services. Upon arrival, paramedics performed a fingerstick test, which revealed a bg level of 557 mg/dl, while the dexcom cgm displayed a reading of 108 mg/dl indicating a significant discrepancy. The patient received intravenous treatment at home and was transported to the hospital for further care. At the hospital, the patient was treated with intravenous insulin and initially admitted to the intensive care unit (ICU). However, at the patient¿s request, they were discharged later the same day. There is no documentation of additional medical evaluation or follow-up care. At the time of this report, the patient is reported to be stable and doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.